Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported three weeks post implant that the patient was experiencing intermittent phrenic nerve stimulation. The left ventricular (lv) lead's amplitude was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.